Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a recent infusion set change, with a reported peak blood glucose of 515 mg/dl lasting a couple of hours; there were no device alerts or alarms, and the user changed the infusion set again at home using an inset 23 inch 6 mm. Symptoms included no acute health effects. Outcomes included no need for medical intervention, no use of back-up therapy, and no ketone testing. Investigation included user troubleshooting and review of the infusion site and consumables. Investigation of this case revealed that the removed cannula was not bent and no device malfunction or component failure was identified, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.